Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 09/19/2015 to report that a (B)(6) male patient had an itchy rash under the front and back therapy electrode pads. The patient applied an ointment to the rash. The patient's physician advised the patient to keep the affected areas dry. Follow-up indicated that the rash was still the same. The medical outcome of the rash is unknown.